Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0cssw, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient noted "they can't program it." The therapy was not helping him. The patient noted never having therapeutic effect. The patient is going to the bathroom all night. They try reprogramming his device every 30 days but nothing seems to be helping. The trial worked good but after the patient had the permanent implant done, it hasn't worked. The patient inquired about how many programs can he have. The patient had already tried all 4 programs he has available but they don't seem to be helping. The patient was not sure how many times they can reprogram his device. The patient had spoken to the manufacturer's representative and he states if this doesn't work, there isn't really much else they can do. The patient also noted he had his prostate removed before he had the interstim therapy implanted. Side effects from removal was the reason for implant. It was also noted the patient experienced a loss of therapeutic effect. Symptoms reported had sudden onset. The patient had changed from his prior doctor who implanted it to a different doctor because of his insurance. It was noted that a manufacturer's representative reprogrammed twice and the representative got transferred and a new representative started in the territory. The new representative reprogrammed the patient one time and then after that, pt didn't see him again. It was noted that if it didn't work it wasn't going to work for the patient. The patient didn't know what to do now. The stimulator wasn't helping the symptoms the patient had before implant. Regarding what type of symptoms the patient was having, the patient noted: urinating and when he goes to bed is getting up every 1.5- 2 hours to urinate. The patient goes every two hours. The patient has doctors that aren't familiar with the system. Patient services asked if pts symptoms reduced 50% during the temporary trial? The patient stated it went from 7-8 times a night down to 4 times a night. It was noted that the patient last saw manufacturer's representative 1.5-2 months ago. The manufacturer's representative did one program last time and then had another appt to see him and the representative didn't show up. The patient had relief when was seeing one doctor but after the patient had to change insurance and go to new physician is when the patient had change in symptoms. Patient services asked if it w as gradual or sudden onset? The patient stated when program was lost they started giving the patient different programs and stated it was a sudden onset. One doctor was so close to getting the patient's symptoms down to twice a night and was on his way to getting better when his insurance changed and that is when he had the change in his symptom relief. A manufacturer's representative gave some history regarding this patient and last programming session. The patient wasn't following directive of representative in using the 4 new programs 1-2 weeks each and journaling about them. If the programs dont work had been programmed before by a different representative, the next step would be working with hcp (healthcare professional) trained in the therapy. It was noted that they wanted representative to come down every week to program and this was not feasible. Another manufacturer's representative noted they are calling the patient every month to come in and program. This manufacturer's representative spoke with doctor on friday and stated that patient wasn't following direction of using the program for 1-2 weeks and was not compliant. It was noted that the patient was up 10- 11 times before to go the bathroom and now was going 4-6 times which is an improvement. The patient also had issues operating his patient programmer and had been instructed by both representatives at different times. The patient stated he did use all four programs for minimum of 1-2 weeks and has his diary. Patient services reviewed that the patient has seen two representatives and had multiple programs with no success. Patient services reviewed that manufacturer's representative did speak with doctor on friday and recommended a xray of the lead because if the patient had therapy and doesn't now after 11-12 programs then further evaluation by a hcp is needed. The patient stated doctor gave him a prescription to get an xray and he will wait for those first. If additional information is received, a follow up report will be sent.